Event description:
It was reported right hip endoprosthesis implanted after a hip fracture. In 2004 pt began to have increased pain with walking and daily activities. Pt was experiencing increased wear of the acetabular articular cartilage. Pt was revised to a total hip arthroplasty.